Event description:
I am writing to update report number (B)(4). I had observatory surgery (B)(6) 2013 . The dr had removed essure that was perforated through my tubes. I was feeling better but began feeling ill again around the end of (B)(6) 2013. I have had an x ray showing fragments in my abdomen. I am feeling fatigue, abdominal pain, hair loss, muscle and joint pain amongst other things. I am going to be seeing another gyn. I will most likely need another surgery.